Event description:
Customer reported a past high blood glucose event with the specific highest value unknown, as it displayed "high." Cause was not known. To resolve the high blood glucose, the customer administered a correction bolus using the pump. Customer replaced supplies and resumed insulin.